Event description:
It was reported the asymptomatic patient presented in clinic with an alert for pacing lead impedance high and above the programmed limit. Programming change was made. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was capped and replaced. The impedance continued to increase and capture threshold had also rose out of range. The patient tolerated the procedure well.